Event description:
Customer reported that he received a no delivery alarm. Customer stated he was having trouble with his infusion set. He checked for occlusions but couldn't find any. He ended up changing the site and had no issues. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.